Manufacturer narrative:
The product implicated is a 4 fr. Midline catheter. Enclosed is the catheter and suture wing. The catheter measures 10" in length and no blood was found on the catheter. A tape residue is found on the luer and strain relief oversleeve. The tip of the catheter has been removed from the catheter. DHR/chr review indicates no related component or mfg problems, and no prior product complaints of similar nature. The notes in the file indicate the catheter was leaking around the exit site. This was visually confirmed by the complainant as an external leak. There was no leak during pre-flush. The leak did not appear until 1-3 days after placement. At an unk time after placement, the pt came to the hosp. The pt experienced infiltration, redness and swelling. The catheter was discontinued. The facility was using a pump for continuous infusion. The investigation questionaire states the catheter was having bleed back difficulties. Upon inital decontamination the catheter flushed with no difficulty. The tip of the catheter was manually occluded. A 12cc syring filled with water was attached and the catheter was pressurized to 25 psi for about 5 seconds. No leaks were observed. The catheter has been cut and the distal tip of the catheter was not returned. This may have been done for a culture. A tactile exam showed no stretching or elongation. Bleed back cannot be determined since the distal tip which contains the valve has been removed. This complaint is unconfirmed. The catheter was pressurized and no leaks were observed. A fibrin sheath can form around the tip of the catheter inside the vein. This can redirect infusion flow back toward th exit site, appearing to be a leak. Chemicals are available to dissolve fibrin sheaths. The formation of a fibrin sheath is known risk.

Event description:
The catheter is leaking around the exit site. They did not see a leak during preflush of catheter & the leak didn't appear until 1-3 days after placement. The site was reddened and swollen so it was removed. The facility is using the catheter with a continuous infusion pump.